Event description:
It was reported that the customer's sensor gave a reading of 58 mg/dl, while her blood glucose was 111 mg/dl, causing her insulin pump to go into threshold suspend mode. Troubleshooting had been performed the previous day, when her blood glucose was 94 mg/dl and her sensor gave readings of 70 mg/dl and then 66 mg/dl while her blood glucose was 94 mg/dl. It was advised the sensor may be damaged. Proper calibration techniques were reviewed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Please see medwatch report # 2032227-2014-54743.